Manufacturer narrative:
Initial surgery date was (B)(6) 2015. Rod breakage detected at the 8 month follow-up. Revision is planned for (B)(6) "2917".

Event description:
Rod breakage detected at the 8 month follow-up. Revision is planned for (B)(6) 2017.